Event description:
It was reported that during implant of the aveir leadless pacemaker, contact with the cardiac tissue resulted it misalignment of the docking cap. This was verified via fluoroscopy. Upon inspection after removal from the body, the deformations were unable to be identified. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.